Event description:
It was reported the pump had morphine 2-4 years ago but developed a granuloma. The patient was taken off of morphine and saline was run through the pump. Dilaudid was then refilled in the pump instead. Information regarding the patient¿s medical status at the time of the event, any specific diagnostics performed or actions taken, and the patient outcome was not reported. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).